Event description:
Customer stated the tip of the electrosurgical instrument broke off, but did not know if it occurred during a laparoscopic procedure or during cleaning or other handling. The event is being reported because if it occurred during a procedure there may have been a delay to retrieve the tip.